Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to insulation damage. This lv lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was confirmed to have insulation damage. Visual inspection revealed insulation was punctured through in spiral fixation region of lead. The damage was consistent with wire escaping the lumen.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to insulation damage. This lv lead was never in service. No adverse patient effects reported.